Event description:
The customer did not allege a malfunction, however, during service and repair it was discovered that the device reached a "temperature above specification". The device was not used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned by the customer. Service and testing evaluated the device and confirmed the reported condition. Reliability engineering is currently evaluating the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.(B)(4).